Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. A root cause could not be identified. Based on the results of the investigation, it was not possible to determine a root for the event reported and was not possible to determine a root cause for the event found during evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device experienced a slow light transmission, and the lg-bundle of the video cable section is broken. There was no patient involvement.